Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading the cartridge onto the pump. The cartridges were reloaded to address the issue. Reportedly, the customer does not perform the air removal process when loading the cartridges onto the pump. Tandem technical support advised the customer to perform the air removal process. Blood glucose (bg) level was in the 500's mg/dl range due to an unknown cause and bg level was corrected with manual injections.